Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. We checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the excessive force applied on the air/water nozzle; however, other failures is not related to the alleged complaint.